Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that 18 years 9 months post implant of this mitral annuloplasty ring, the device was explanted and replaced with a bioprosthetic valve. The reason for replacement was that the entire native valve was failing, and the patient needed a new valve. There was no problem with the device. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.